Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed. The physician elected not to perform any intervention at this time. The patient is in stable condition and will continue to be monitored.